Manufacturer narrative:
Zoll medical corp has received the product.

Event description:
During functional testing, the device displayed a red "x" indicator. Complainant indicated that there was no pt involvement in the reported malfunction.